Manufacturer narrative:
The ICD first underwent a status interrogation. The device status eri after 30 charge processes and an implantation time of 75 months was confirmed. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. The memory content of the ICD was checked, and an inconsistency between battery discharge and historical current uptake of the ICD was detected. Due to this inconsistency, the programmer automatically activated the eri battery state. The ICD¿s ability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time, in particular, was unremarkable. The device was then opened. The electronic module was connected to an external voltage source. The current uptake of the electronic module under load was unremarkable. There were no indications of a dysfunction of the electronic module. The battery was therefore returned to the manufacturer for a destructive analysis. The battery was opened. The visual inspection found damage to the separators between a neighboring electrode pair. This damage enabled an increased internal self-discharge, which led to the clinical observation. Summary: the analysis of the ICD detected an accelerated battery discharge, which was caused by an increased internal self-discharge of the battery. The programmer had detected this state and automatically activated the eri state the ICD was fully able to provide therapy during the entire implantation time of 75 months.

Event description:
After an implantation time of about 75 months unexpected activation of eri status was reported. No worsening of the patient¿s health was reported. The device was returned for analysis.